Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported that during an open procedure, the staples in the middle of the staple line and closest to the cut line were unformed at the 2nd firing during a functional end-to-end anastomosis. The device was fired across an existing staple line. The doctor waited 20 seconds prior to firing. There were no unexpected resistance in closing and firing. The device was used on the jejunum. The staple height was gold. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.